Manufacturer narrative:
Visually confirmed approximately ~3mm of instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with material just below the fracture surface is plastically deformed. The above findings are consistent with torsional overload.

Event description:
It was reported that the tip of the driver broke off in the screw head. The piece was not able to be retrieved due the risk involved. The piece is contained within the screw head and rod. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.